Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative and confirmed with the physician reported that the infection resolved. The patient was discharged to home but was taking antibiotics for 6 weeks per their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 1mg/ml at an unknown dose. It was reported that an infection occurred. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. No diagnostics/troubleshooting were performed. The pump and catheter were explanted on (B)(6) 2024. The devices would not be replaced in the future. At the time of this report, it was unknown if the issue was resolved and the patient status was asked but was unknown. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. No diagnostics/troubleshooting were performed. The patient's weight and medical history were asked but would not be made available.